Event description:
It was reported that the anesthesia workstation failed the system checkout test. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated by our field service engineer. The water trap was replaced and the entire circuit was checked thereafter the system checkout passed successfully. No part was returned and the device logs were not received. The root cause of the reported fault has not been determined.

Event description:
Manufacturer´s reference: (B)(4).